Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is noted the lead (lot # va180d9) was returned and is available for evaluation. Analysis of the lead (lot # va180d9) revealed no anomaly with the lead. The device code (B)(4) is no longer applicable upon further review. It is noted the device code (B)(4) is now applicable.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that during the implant surgery, it was discovered that the left lead was broken/fractured so the health care provider (hcp) decided to replace the lead. The patient was noted as doing well following the replacement. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va180d9, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the after the implant surgery, it was discovered that the lead was broken so the health care provider (hcp) replaced the lead. The patient was noted as doing well following the replacement. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.